Manufacturer narrative:
Broken reservoir tube lip noted. Unit had minor scratched lcd window and cracked reservoir tube.

Event description:
The customer reported that the insulin pump's reservoir compartment was cracked and a piece was missing. The customer reported that the reservoir could be inserted, but was not held securely in place. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.